Event description:
It was reported that the presented to the clinic after receiving multiple inapproprite shocks. Upon reviewing the stored egms, the patient appeared to be in atrial fibrillation with rvr. Programming changes recommended will be made. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.